Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had display anomaly. The customer¿s blood glucose level was 350 mg/dl at time of incident. It was reported that the insulin pump stopped working. It was reported that they had changed the battery and the screen was flashing and alarm was going off. It was reported that they had display was flashing white. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.